Event description:
It was reported that a phenylephrine infusion was programmed at 210mcg/ml titrated (80mcg ¿ 200 mcg) over 5 hrs. At 01:00 am. Once addressed, the alarm was silenced and the infusion started. While titrating the phenylephrine infusion, the pc unit became unresponsive to programming, and the dosage was unable to be increased. All medications were transferred to another pump and modules. There was no error code/alarm due to the pc unit being unresponsive however an occlusion alarm was noted for infusion completion. The customer stated there was no harm or medical interventions required to the ICU patient. Other infusions at the time of the event: norepinephrine drip 8mg in 250 ml bag, concentration 32mcg/ml at 56.3 ml/hr. Phenylephrine drip 50mg in 250 ml bag, conc 0.2 mg/ml at 90ml/hr. Vasopressin drip 40units in 100 ml bag, conc. 0.4 units/ml at 9 ml/hr. Lactated ringers 1000 ml bag at 75 ml/hr. Biomed tested the pcu and could not replicate however the event logs confirmed pcu not responding to key presses. The screen was partially occluded on the very upper right side of the screen with a white residue/white coating; however, it does not block the screen from use. The user did not mention that they noticed this white residue part of the screen before the start of use.

Manufacturer narrative:
Additional information provided: the customers reported issue with pcu becoming unresponsive to programming was confirmed in the logs, however it was not replicated during testing. Physical inspection of the device noted the instrument seal (white with blue letters) broken. The single sided adhesive foam tape on the lcd screen was observed to be hanging down on the top right corner. Both iuis of the pcu were observed to be dull. The rear case was observed with cracks at the top right and left corner. Internal inspection observed broken top wells on the rear case, no anomalies were observed with any of the electrical components. No anomalies were observed with the pcu keypad assembly. Log analysis shows no error or malfunctions were recorded on the customers reported incident date of (B)(6) 2019. At 11:01 am on (B)(6) 2019 pump module s/n (B)(4) infusing phenylephrine was selected for programming, dose was selected, changed to 210mcg/min and user pressed (soft key 14) to start the infusion, infusion does not start and operator walkaway registered on the pcu event log. From 11:02 to 11:27 pcu was stuck in dose selection screen, user unsuccessfully tried to start infusion, then proceeded to channel off channel a, b, c and d. Pcu remained in dose selection screen. Pcu event showed operator_walkaway 18 times. Testing performed by replicating the last programmed infusion, key press replication failed to replicate the customers reported issue of pcu unresponsive to programming. Review of the system logs was performed by software engineering to identify the root cause of the reported issue. Software engineering was unable to definitively determine the root cause. The root cause was not determined.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that phenlyephrine infusion was programmed at 210mcg/ml at 01:00 am. At one point, vasopressors experienced no flow, due to the safety clamp seated improperly. Once addressed, the user was able to silence alarm and start infusion. During titrating phenylephrine infusion (80mcg ¿ 200 mcg) over 5 hrs., the pcu unit became unresponsive to user programming, user was unable to increase dosage. The user transferred all medications to another pump and modules. There was no error code/alarm due to the pc being unresponsive however noted an occlusion alarm for infusion completion. The customer stated there was no harm or medical interventions required to the ICU patient. Other infusions at the time of the event: norepinephrine drip 8mg in 250 ml bag, concentration 32mcg/ml at 56.3 ml/hr. Phenylephrine drip 50mg in 250 ml bag, conc 0.2 mg/ml at 90ml/hr. Vasopressin drip 40units in 100 ml bag, conc. 0.4 units/ml at 9 ml/hr. Lactated ringers 1000 ml bag at 75 ml/hr. Biomed tested the pcu and could not replicate however the event logs confirmed pcu not responding to key presses. The screen was partially occluded on the very upper right side of the screen with a white residue/white coating; however, it does not block the screen from use. The user do not mention that they noticed this white part of the screen before the start of use.